Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a blank display reconnecting to the insulin pump. Customer stated they did not drop or bump the insulin pump. The customer reported the insulin pump had been exposed to moisture in the past. Customer reported dropping the insulin pump in the pool for less than one minute. Customer's blood glucose was 144 mg/dl at the time of incident. Customer also reported experiencing a low blood glucose of 43 mg/dl. The customer reported treating their blood glucose with juice. Troubleshooting was not completed as the customer did not have a new battery available. Customer declined to return the product for analysis.